Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device location of device: uterus"), uterine perforation ("migration of essure device: one coil never in tube and perforated at the time of placement"), pelvic pain ("chronic pelvic pain"), genital haemorrhage ("heavier than natural bleeding/ bleeding") and rectal haemorrhage ("rectal bleeding after essure implant") in a 36-year-old female patient who had essure (batch no. 619619) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo the essure confirmation test". The patient's concurrent conditions included hemorrhoids, rectal bleeding and chronic anal fissure. Concomitant products included celecoxib (celexa). In (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced dysmenorrhoea ("increasingly painful periods/cramping"), the first episode of migraine ("migraines/migraine/headache"), headache ("headaches/migraine/headache") and alopecia ("hair loss/hair loss"). In 2009, the patient experienced rectal haemorrhage (seriousness criterion medically significant), depression ("depressed"), female sexual dysfunction ("apareunia (inability to have sex)/apareunia (inability to have sexual intercourse)"), haemorrhoids ("other injury(ies) or complication (s) please describe: hemorrhoids") and constipation ("other injury or complications: haemorrhoids, rectal bleeding, constipation"). In (B)(6) 2013, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("chronic abdominal pain"), the second episode of migraine ("debilitating migraine headaches"), device allergy ("allergic reaction to the devices"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: urinary tract"), back pain ("lower back pain") and abdominal pain lower ("cramping"). The patient was treated with hydrocodone bitartrate;paracetamol (vicodin), sumatriptan (imitrex), macrogol 3350 (miralax) and surgery (hysterectomy (full) with bilateral salpingectomyand tubal ligation, ablation). Essure was removed on (B)(6) 2013. At the time of the report, the device expulsion, dysmenorrhoea, urinary tract infection, alopecia, female sexual dysfunction and abdominal pain lower had resolved and the uterine perforation, pelvic pain, rectal haemorrhage, abdominal pain, the last episode of migraine, device allergy, depression, headache, back pain, haemorrhoids and constipation outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, constipation, depression, device allergy, device expulsion, dysmenorrhoea, female sexual dysfunction, genital haemorrhage, haemorrhoids, headache, pelvic pain, rectal haemorrhage, urinary tract infection, uterine perforation, the first episode of migraine and the second episode of migraine to be related to essure. The reporter commented: discrepancy noted date of insertion: (B)(6) 2009 , (B)(6) 2009 diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on an unknown date: a. Right lower quadrant pain. Specimen(s): a. Bilateral fallopian tubes and right essure device b. Right essue final diagnosis: a. Bilateral fallopian tubes and right essure device two segments of benign fallopian tube with paratubal cysts, completely resected. B. Right essure medical device, designated right essure device.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical recordslower quadrant pain quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Events per pfs: hemorrhoids; rectal bleeding, constipation and perforation was added. Event outcome updated for events: uti, inability to have intercourse and migrains. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device location of device: uterus"), pelvic pain ("chronic pelvic pain") and genital haemorrhage ("heavier than natural bleeding/ bleeding") in a female patient who had essure (batch no. 619619) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo the essure confirmation test". The patient's concurrent conditions included hemorrhoids, rectal bleeding and chronic anal fissure. Concomitant products included celecoxib (celexa). In (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced dysmenorrhoea ("increasingly painful periods"), the first episode of migraine ("migraines"), headache ("headaches") and alopecia ("hair loss"). In 2009, the patient experienced depression ("depressed") and female sexual dysfunction ("apareunia (inability to have sex)"). In (B)(6) 2013, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("chronic abdominal pain"), the second episode of migraine ("debilitating migraine headaches"), device allergy ("allergic reaction to the devices"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: urinary tract") and back pain ("lower back pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomyand tubal ligation and ablation). Essure was removed on (B)(6) 2013. At the time of the report, the device expulsion, dysmenorrhoea, urinary tract infection and alopecia had resolved and the pelvic pain, abdominal pain, the last episode of migraine, device allergy, depression, headache, female sexual dysfunction and back pain outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, depression, device allergy, device expulsion, dysmenorrhoea, female sexual dysfunction, genital haemorrhage, headache, pelvic pain, urinary tract infection, the first episode of migraine and the second episode of migraine to be related to essure. The reporter commented: discrepancy noted date of insertion: (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on an unknown date: a. Right lower quadrant pain. Specimen(s): bilateral fallopian tubes and right essure device right essue final diagnosis: bilateral fallopian tubes and right essure device two segments of benign fallopian tube with paratubal cysts, completely resected. Right essure medical device, designated right essure device. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical recordslower quadrant pain. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect as no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 27-nov-2018: pfs received. Event:infection (bladder/urinary tract/vaginal) type: urinary tract , psychological or psychiatric problems condition: depressed, migraines / headaches, migration of essure device location of device: uterus, dysmenorrhea (cramping), hair loss , she did not undergo the essure confirmation test were added. Outcome of event were updated.medical history . Lab data were added. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device location of device: uterus"), pelvic pain ("chronic pelvic pain") and genital haemorrhage ("heavier than natural bleeding/ bleeding") in a female patient who had essure (batch no. 619619) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo the essure confirmation test". The patient's concurrent conditions included hemorrhoids, rectal bleeding and chronic anal fissure. Concomitant products included celecoxib (celexa). In (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced dysmenorrhoea ("increasingly painful periods"), the first episode of migraine ("migraines"), headache ("headaches") and alopecia ("hair loss"). In 2009, the patient experienced depression ("depressed") and female sexual dysfunction ("apareunia (inability to have sex)"). In (B)(6) 2013, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("chronic abdominal pain"), the second episode of migraine ("debilitating migraine headaches"), device allergy ("allergic reaction to the devices"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: urinary tract") and back pain ("lower back pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomyand tubal ligation and ablation). Essure was removed on (B)(6) 2013. At the time of the report, the device expulsion, dysmenorrhoea, urinary tract infection and alopecia had resolved and the pelvic pain, abdominal pain, the last episode of migraine, device allergy, depression, headache, female sexual dysfunction and back pain outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, depression, device allergy, device expulsion, dysmenorrhoea, female sexual dysfunction, genital haemorrhage, headache, pelvic pain, urinary tract infection, the first episode of migraine and the second episode of migraine to be related to essure. The reporter commented: discrepancy noted date of insertion: (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on an unknown date: a. Right lower quadrant pain. Specimen(s): bilateral fallopian tubes and right essure device right essue final diagnosis: bilateral fallopian tubes and right essure device two segments of benign fallopian tube with paratubal cysts, completely resected. Right essure medical device, designated right essure device.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical recordslower quadrant pain quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 18-dec-2018: quality safety evaluation of product technical complaints. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report

Event description:
This is a spontaneous case report received from a lawyer / attorney in the united states, on behalf of a plaintiff/ plaintiff's family in united states on 06-sep-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2009. After the implant procedure, she began gradually experience increasingly painful periods and heavier than natural bleeding, as well as, chronic pelvic and abdominal pain. Further, she began to experience debilitating migraine headaches, indicative of an allergic reaction to the devices. During this period, she was not able to definitively ascertain the origins of these pains and bleedings. In (B)(6) 2013 plaintiff decided to seek a definitive solution to the bleeding and pelvic pains and underwent a partial salpingectomy to remove the essure coils. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced chronic pelvic pain and heavier than natural bleeding/bleeding (genital haemorrhage). She underwent a partial salpingectomy to remove the essure coils. The events are listed in the reference safety information for essure. After essure insertion, abnormal genital bleeding and menses pattern changes, also abdominal, back, pelvic and uncharacterized pain may occur. In this particular case, the events started after essure insertion. Considering the temporal relationship and the absence of alternative explanation, a causal relationship between the events and essure cannot be excluded. This case was regarded as incident, since a surgical intervention was required. Additionally, non serious events were reported. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: uterus/device in the right cornual area of the horn of the uterus'), uterine perforation ('migration of essure device: one coil never in tube and perforated at the time of placement'), pelvic pain ('chronic pelvic pain'), genital haemorrhage ('heavier than natural bleeding/ bleeding') and rectal haemorrhage ('rectal bleeding after essure implant') in a 36-year-old female patient who had essure (batch no. 619619) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo the essure confirmation test". The patient's medical history included obesity, pelvic adhesions and right lower quadrant pain. Concurrent conditions included hemorrhoids, rectal bleeding and chronic anal fissure. Concomitant products included celecoxib (celexa). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced dysmenorrhoea ("increasingly painful periods/cramping"), migraine ("migraines/migraine/headache"), headache ("headaches/migraine/headache") and alopecia ("hair loss/hair loss"). In 2009, the patient experienced rectal haemorrhage (seriousness criterion medically significant), depression ("depressed"), female sexual dysfunction ("apareunia (inability to have sex)/apareunia (inability to have sexual intercourse)"), haemorrhoids ("other injury(ies) or complication (s) please describe: hemorrhoids") and constipation ("other injury or complications: haemorrhoids, rectal bleeding, constipation"). In (B)(6) 2013, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and urinary tract infection ("infection (bladder/urinary tract/vaginal) type: urinary tract"). On (B)(6) 2013, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("chronic abdominal pain"), migraine headache ("debilitating migraine headaches"), device allergy ("allergic reaction to the devices"), back pain ("lower back pain") and abdominal pain lower ("cramping"). The patient was treated with hydrocodone bitartrate;paracetamol (vicodin), sumatriptan (imitrex), macrogol 3350 (miralax) and surgery (hysterectomy (full) with bilateral salpingectomyand tubal ligation, ablation on (B)(6) 2013 and hysterectomy(full), bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the device expulsion, dysmenorrhoea, urinary tract infection, migraine, alopecia, female sexual dysfunction and abdominal pain lower had resolved and the uterine perforation, pelvic pain, rectal haemorrhage, abdominal pain, migraine headache, device allergy, depression, headache, back pain, haemorrhoids and constipation outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, constipation, depression, device allergy, device expulsion, dysmenorrhoea, female sexual dysfunction, genital haemorrhage, haemorrhoids, headache, migraine, pelvic pain, rectal haemorrhage, urinary tract infection, uterine perforation and migraine headache to be related to essure. The reporter commented: discrepancy noted date of insertion: (B)(6) 2009 , (B)(6) 2009, (B)(6) 2009 (as per pfs). Current weight 164lbs. Discrepancy noted date of insertion date: (B)(6) 2009 and removal date (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.8 kg/sqm. Pathology test - on an unknown date: a. Right lower quadrant pain. Specimen(s): a. Bilateral fallopian tubes and right essure device b. Right essue final diagnosis: a. Bilateral fallopian tubes and right essure device two segments of benign fallopian tube with paratubal cysts, completely resected. B. Right essure medical device, designated right essure device.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical recordslower quadrant pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-may-2021: medical record received: medical history, reporter information were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Follow up 17-oct-2016: quality-safety evaluation of ptc ptc global number: (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced chronic pelvic pain and heavier than natural bleeding/bleeding (genital haemorrhage). She underwent a partial salpingectomy to remove the essure coils. The events are listed in the reference safety information for essure. After essure insertion, abnormal genital bleeding and menses pattern changes, also abdominal, back, pelvic and uncharacterized pain may occur. In this particular case, the events started after essure insertion. Considering the temporal relationship and the absence of alternative explanation, a causal relationship between the events and essure cannot be excluded. This case was regarded as incident, since a surgical intervention was required. Additionally, non serious events were reported. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.